Event description:
The account alleged the bed exit alarm would not set. No pt impact.

Manufacturer narrative:
The technician found the bed scale needed to be zeroed, user error. The technician zeroed the bed scale to resolve the issue.